Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-02386. Follow-up revealed the patient was doing well and the issue had resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-02386. It was reported the patient felt ill and went to the emergency room. The patient was tested positive for viral meningitis. As a result, the patient's scs system was explanted on (B)(6) 2017.